Event description:
During generator replacement surgery for end of service, device diagnostic testing of the new generator with the original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The nerve was irrigated and a pre-implant test was successfully run on the new generator using a test resistor. Lead break is suspected. The surgeon proceeded with the implant of the new generator and indicated that he would make a decision regarding possible lead replacement at a later date. Further follow up revealed that the patient did not have proper follow up with their vns device since initially implanted in 1999. The patient recently moved and it was during the physician's visit where it was determined that the device could not interrogate. Therefore, no lead test could be performed prior to the patient's generator replacement surgery. The patient is currently programmed to off. The current plan is to "maximize their medical management" with medications and if this fails, they will decide to change out the lead. It is unknown at this time whether the suspected lead break existed prior to the generator replacement surgery or whether the lead may have been damaged during the procedure.